Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue, the analyzer passed all functional testing and bench testing. However, the electrocardiogram (ECG) cables were found to be coated in foreign material.

Event description:
It was reported that the analyzer was showing noise and a lack of sensing during an implant procedure. The analyzer was attempted in a different programmer, but the same issues persisted. The analyzer has been returned for service. No patient complications have been reported as a result of this event.